Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken pieces were missing as a result of breakage. Size of missing piece was approximately 7.02mm x 2.16mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing procedure, the 8mm permanent cautery hook instrument (pch) was found to have a broken yellow plastic. The procedure was completed with no reported injury.